Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It reported the patient is experiencing a uti. It is not known if the patient received medical attention.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. There are a few reports of uti when sacral neuromodulation (snm) is used. From discussions with clinical experts, there is no known causal relationship with snm. Uti is a bacterial infection in the urinary tract. The snm system does not physically contact the urinary tract and hence there is no obvious means for an snm system to introduce or be a conduit for bacteria. Because there is no known causal relationship, relevant mitigations are not evident. The issue is included in the analysis to allow for tracking and routine re-consideration of the potential for a causal relationship should outcomes exceed expected reports. The cause of the of the uti could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It reported the patient is experiencing a uti. It is not known if the patient received medical attention.